Event description:
It was reported that: the physician performed a tavr back in (B)(6) patient came back in on (B)(6) reporting pain a few weeks after his procedure, and they found severe stenosis at the manta site. All we know at this time it was a 14f manta used. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. A cd was submitted containing documentation on the procedures and angiograms. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old male, 182.88 cm, 76.1 kg, bmi of 20.06 presented in the or for a tavr on (B)(6) 2022. Ultrasound guidance and micro puncture were utilized to gain right femoral artery access , which was verified by angiography. Before the initial procedure, a manta 8f depth locator was used to attain deployment depth. Following the tavr, the right femoral artery was closed utilizing a 14f manta closure device. The physician removed the manta sheath using a sterile technique, and hemostasis was successfully obtained. No oozing or hematoma was noted at the site, sterile dressing was applied, and a post-closure arteriography was performed to evaluate the manta closure. On (B)(6) 2023, the patient returned to the surgeon's office, reporting pain he had experienced a few weeks post-procedure. The surgeon found severe stenosis at the manta site. The surgeon performed intervention whereas balloon angioplasty was inflated across the lesion in the right superficial femoral five times, alleviating the stenosis. The patient's condition post-procedure was fine. The root cause of this stenosis cannot be determined due to the insufficient information regarding patient conditions and environment, initial and deployment procedures, and findings from the surgical intervention submitted for investigative purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician performed a tavr back in february , patient came back in on (B)(6) reporting pain a few weeks after his procedure, and they found severe stenosis at the manta site. All we know at this time it was a 14f manta used. Additional information has been requested from the account.